Manufacturer narrative:
This report is submitted on march 27, 2020.

Event description:
Per the clinic, the patient experienced a post operation wound infection. The patient was hospitalised and treated with IV antibiotics. The implant remains in-situ.